Event description:
It was reported that 10 of the bd q-syte luer access split septum was cracked causing leakage. The following information was provided by the initial reporter, translated from chinese to english: after the customer unwrapped the outer package of the q-sai joint, it was found that there was a crack on the outside of the joint. After connecting the y-shaped interface side of the indwelling needle and starting infusion, it was found that there was water leakage at the joint, and the positive pressure sealing effect could not be achieved.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected three photographs submitted for evaluation. Photo 1 displayed the packaging label with the bd q-syte under another label. Lot number 2182891 and expiration date of 2027-05-31 are shown. Photo 2 displayed a q-syte unit and extension tubing attached to the port of a yellow y-adapter. On the end of the q-syte septum top disk appears to be a bead of clear fluid. Photo 3 displayed the top portion of the q-syte device is held between a thumb and finger. What could be a crack was observed in the middle of the top body housing. The bead of fluid from photo #2 was not located at this feature. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. Damage to the septum bottom disk may occur on the manufacturing line due to misalignment or damaged probe. The bead of fluid on the septum top disk could be a result of the damage. The bead of fluid on the septum top disk could also happen during application after the disconnection from a flush or infusion device. The photo does not provide sufficient evidence to determine if the top body was actually cracked or if it was reflected light or cosmetic damage. Component damage could not be confirmed from the photographs.

Event description:
It was reported that 10 of the bd q-syte luer access split septum was cracked causing leakage. The following information was provided by the initial reporter, translated from chinese to english: after the customer unwrapped the outer package of the q-sai joint, it was found that there was a crack on the outside of the joint. After connecting the y-shaped interface side of the indwelling needle and starting infusion, it was found that there was water leakage at the joint, and the positive pressure sealing effect could not be achieved.